Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was noted that reprogramming was attempted but the noise signals were too large to program around. The status of the ra lead is unknown. No patient complications have been reported as a result of this event.